Event description:
It was reported that during the thrombus retrieval procedure in the basilar artery (ba), the operator navigated the guide catheter from the groin to the vertebral artery (va). During this step, the guide catheter became kinked because the va was severely tortuous. Next, the operator navigated the subject catheter through the guide catheter, however, strong resistance was encountered. The thrombus was aspirated using the subject catheter and the catheter was removed along with it. The subject catheter got stretched and its tip fractured and remained in the ba. The operator checked and confirmed partial recanalization and the procedure was concluded. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported the guiding catheter was guided from the groin to the vertebral artery (va). At this time, the guiding catheter kinked because the va was severely tortuous. There was strong resistance when the catheter was inserted and passed over the kinked part. After trying several times, it was passed through and guided to the thrombus site. The thrombus was aspirated using the aspiration catheter and the catheter was removed along with it. Although the thrombus was retrieved, when it was contrasted, it was confirmed that the tip of the catheter had broken off. The procedure ended with the broken-off catheter remaining in the basilar artery (ba) tip. The final result was partial recanalization. There was no effect on the patient's condition due to the catheter remaining in place after the procedure. The doctor thinks that the catheter was forcibly passed through the kinked guiding catheter, and that it may have been stretched and fractured when it was retrieved. The fractured tip was inside of the guiding catheter, but there is a high possibility that it was blown to the distal side when it was contrasted. The doctor thinks that the position was originally embolized, so there will be little impact on the patient. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damages noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was severely tortuous. The axs catalyst dfu states, "never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the device against resistance could dislodge a clot, perforate a vessel wall, or damage the device.". The catheter tip was most likely fracture when the catheter was advanced with force though the kinked guiding catheter. The guiding catheter continued to be used after the kink was identified. The reported events: 'catheter tip broken/fractured during use', 'unretrieved device fragments', 'catheter difficulty inserting', 'catheter shaft difficulty advancing' and 'catheter shaft stretched' will be assigned a probable assignable cause of use error as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during the thrombus retrieval procedure in the basilar artery (ba), the operator navigated the guide catheter from the groin to the vertebral artery (va). During this step, the guide catheter became kinked because the va was severely tortuous. Next, the operator navigated the subject catheter through the guide catheter, however, strong resistance was encountered. The thrombus was aspirated using the subject catheter and the catheter was removed along with it. The subject catheter got stretched and its tip fractured and remained in the ba. The operator checked and confirmed partial recanalization and the procedure was concluded. No clinical consequences were reported to the patient due to this event.